Event description:
It was reported that, "pt was picking something up." Request for further info was sent nov. 25 and december 30, 2008.

Manufacturer narrative:
The product is not available to stryker for eval. However, an eval will take place and results will be included in a follow up.